Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump turned off to normal battery depletion. When the customer plugged the pump in to charge, the pump became hot and emitted a burning smell. Additionally, the pump did not turn on when plugged into the power source. The customer's blood glucose level was 120 mg/dl. The customer reverted to manual injections for alternate insulin therapy.